Manufacturer narrative:
(B)(4). Date sent: 7/12/2023 d4: batch # 328c73 additional information was requested, and the following was obtained: "1. Were there any issues with staple formation? If yes, please explain. No 2. How was the procedure completed? Surgeon used medtronic tristaple" investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with five vasecr35 reloads present. The reloads were received fully fired. Reload b was received with no apparent damage, upon evaluation of the reloads (c, d, e, and f), were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.  To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the reloads received. This product issue will be addressed through ethicon endo surgery¿s quality system.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 328c73, and no non-conformances were identified.

Event description:
It was reported that during the vats lobectomy procedure there were three fires that surgeon experienced more than normal leaking from the vessel. There were no patient consequences.